Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2016 she was hospitalized due to high blood glucose levels. Customer's blood glucose level was 588 mg/dl. The customer was not going to be using the insulin pump any longer. The customer went to the hospital again a second time after that since (B)(6) 2016. Troubleshooting was not performed. The device was not returned.